Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Product analysis: fracture analysis identified angulation at the tip consistent with bend stress overload.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke during use. The tip was removed from the patient. No patient complications were reported.